Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump could not rewind. The battery had been changed due to a failed battery test. The blood glucose reading was 17 mmol/l. Customer was assisted in rewinding the insulin pump. Nothing further was reported.